Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose. The customer's blood glucose. The customer's blood glucose was 401 mg/dl. The customer declined to troubleshooting manual injection and bolus for treatment. The insulin pump will not be returned for analysis.